Event description:
It was reported that, during an in-clinic follow-up, an elective replacement indicator (eri) alert was found on the device, but the device battery status was normal. Technical support was contacted and it was discovered that no implant date was entered into the device upon implant, resulting in a false eri alert. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of ¿incorrect measurement¿ could not be confirmed. The device was at end of life (eol) upon receipt. Longevity analysis revealed the battery depletion to be normal. The eri flag was triggered on (B)(6) 2021 and the battery voltage at that time was approximately 2.587 volts. There is evidence that the autocapture was enabled and operating at high output mode at times. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device.